Manufacturer narrative:
Event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during atrial lead implant procedure, the lead was attempted to be affixed to several positions but tested thresholds were all high. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.